Event description:
Product surveillance received an email report which stated that a home patient (hp) has been having problems with a cassette. The hp stated that they have spoken with global technical services (gts) three times. The hp stated that the last couple of nights were fine and gts instructed them not to use the cassettes. The hp stated that there were bubbles in the lines of the cassettes; the tsr informed the hp that there might be a minute crack in the line of the cassette and the hp stated that it was not priming right. No additional information is available at this time.

Manufacturer narrative:
Sample availability unknown at this time.